Manufacturer narrative:
Contact information is updated due to expiration of exemption e2017044. Investigation: visual inspection: the valve was returned in a plastic container, submersed in an unidentified liquid. No significant deformations or damages of the valve were detected during the visual inspection. Permeability test: permeability testing found a blockage of the progav 2.0 valve. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test showed that the brake function operates as expected. However, the breaking force required was not within specifications. Results: first, a visual inspection of the progav 2.0 valve was performed. No significant deformation or damage of the valve were detected during the visual examination. Next, the valve permeability and adjustability were tested, as well as the brake functionality and brake force. A valve blockage was confirmed and the brake force was out of tolerance. All other specifications were met. Finally, the valve was dismantled. Inside the valve, a build-up of substances was seen. Based on our investigation, an occlusion was confirmed in the valve. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of product release as the shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Implant date - mid-january 2019, date unknown. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve was no longer "flowing". A patient underwent implantation of a shunt system in (B)(6) 2019. The valve was replaced on (B)(6) 2019. It was no longer flowing at all whereas all other parts were working normally; this was noted with manometry testing. Further details have been requested.